Event description:
It was reported that rv pacing impedance varied with automatic testing, from greater than 2500 ohms to less than 200 ohms, since implant, triggering the patient alert. Hvb & svc impedances were stable. The lv impedance also varied, even though it was programmed lv tip to rv coil. With manual testing, impedances were always in range. No sensing or threshold issues were noted. The device and lead were both replaced, since it was unable to be determined if the lead or device was the cause of the event. The patient's wife called a week after replacement, upset and concerned, stating her husband "may die" after having surgery to replace a "defective lead" and device. A family friend called 21 days after replacement to report the patient went into a coma after "surgery because of your problem device" and had expired 11 days after replacement. The device and lead were subsequently returned with report of sensing difficulty, undersensing, and fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned.

Event description:
It was reported that rv pacing impedance varied with automatic testing, from greater than 2500 ohms to less than 200 ohms, since implant, triggering the patient alert. Hvb & svc impedances were stable. The lv impedance also varied, even though it was programmed lv tip to rv coil. With manual testing, impedances were always in range. No sensing or threshold issues noted. Device and lead were both replaced, since it was unable to be determined if the lead or device was the cause of the event. The pt's wife called a week after replacement upset and concerned stating her husband "may die" after having surgery to replace a "defective lead" and device. A family friend called 21 days after replacement to report the patient went into a coma after "surgery because of your problem device" and had expired 11 days after replacement. The device and lead were subsequently returned with report of sensing difficulty, undersensing, and fracture. Additional information was received from the physician's office stating the device was replaced due to eri (elective replacement indicators), and the lead was replaced as a precautionary, due to the advisory. The death summary stated sixteen different things, with the top being chronic chf, with acute decompensation, along with hypotension, sepsis, kidney disease, acute gout, and cardiomyopathy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned. (B) (4) no anomalies were found. Additional information was received from the physician's office stating the device was replaced due to eri (elective replacement indicators), and the lead was replaced as a precautionary, due to the advisory. The death summary stated sixteen different things, with the top being chronic chf, with acute decompensation, along with hypotension, sepsis, kidney disease, acute gout, and cardiomyopathy. Additional information was later received from an attorney alleging on or about 10/12/07, the plaintiff "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." In addition, "plaintiff has sustained severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. Decedent plaintiff died as a direct and proximate result of the defects in defendants' (lead)."

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned. (B)(4) no anomalies were found. Event description: additional information was received from the physician's office stating the device was replaced due to eri (elective replacement indicators), and the lead was replaced as a precautionary, due to the advisory. The death summary stated sixteen different things, with the top being chronic chf, with acute decompensation, along with hypotension, sepsis, kidney disease, acute gout, and cardiomyopathy. Additional information was later received from an attorney alleging on or about (B)(6) 2007, the plaintiff "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." In addition, "plaintiff has sustained severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. Decedent plaintiff died as a direct and proximate result of the defects in defendants' (lead)." (B)(6) 2011: an allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased and "death associated with explant."